Manufacturer narrative:
(B)(4). The device was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was successful using a starclose se device after a uterine fibroid interventional procedure. Reportedly, following a uterine fibroid interventional procedure, the patient had bruising and experienced pain in her right groin. She followed all instructions regarding followup care. Three weeks following the procedure she felt pinching in her right groin. She contacted her primary physician on (B)(6) 2014, who stated it could be a pinched femoral nerve. She had an ultrasound which showed the clip of the starclose se device had migrated and was not attached to the artery. She received a steroid shot, which did not relieve the pain. On, (B)(6) 2014, the physician used an ultrasound trying to locate the clip, but he could not physically locate the clip to remove it. He said it may be completely encapsulated by tissue. No additional information was provided.